Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 278mg/dl. During troubleshooting with tandem technical support, the customer was instructed to load a new cartridge onto the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.